Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the trailing haptic folded wrong, wrong loaded in shooter, feet first. Hence the lens was taken from the injector and put in another shooter and was implanted. Additional information has been requested, received and stated that in the surgeon opinion, incorrect position of the lens in the cartridge caused the event.

Manufacturer narrative:
Correction information has been provided in h.6. (Health impact code). Additional information has been provided in b.5., h.3., h.6., and h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The product investigation could not identify a root cause. The account indicated the product was not available to evaluate, the lens was removed from the device and delivered through an unspecified delivery system. Haptic folding may be influenced by an intermittent plunger rate or if the operating room temperature is too high (greater than 23 degree celsius / 73 degree fahrenheit). If the operating room temperature is too high lens folding consistency is negatively affected as the lens more adherent. This may inhibit lens advancement or contribute to incorrect haptic folding. The instructions for use (IFU) instructs: take at least 7 seconds to gently fold the intra ocular lens (iol) by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. After the lens has been advanced to the ¿fill-to¿ line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. No part of the lens should exit the nozzle prior to insertion through the incision. Once the lens is in position at the ¿fill-to¿ line, it should be implanted within 3 minutes. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, received and stated that in the surgeon opinion, incorrect position of the lens in the cartridge caused the event. There was no patient contact.